Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed intermittent vibration on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported of no vibration.